Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the patient experienced vessel dissection that required multiple angiograms. The patient developed a thrombus. The blood vessel ruptured several centimeters below the groin puncture site, making it difficult to stop the bleeding. The issue was discovered during hemostasis after the procedure. The timing of the blood vessel tear is unknown. Hemostasis was being performed after the ablation, but since bleeding did not stop significantly, discomfort was felt, and an angiogram was performed. A finding of blood vessel laceration was observed from the puncture site to several centimeters below. To observe the lesion in detail, several angiograms were performed. During this time, manual compression hemostasis was applied, which led to the formation of a thrombus and the sealing of the lesion. During this period, there were no impacts on hemodynamics such as a decrease in blood pressure. The patient returned to the room. The patient fully recovered (no residual effects). Rebleeding was not observed. Concerns arose regarding the risk of pulmonary embolism due to thrombus formation caused by manual compression for hemostasis, so blood tests were conducted for coagulation management. The decrease in hemoglobin concentration was minor. Therefore, the physician determined that there was no rebleeding until discharge from the hospital. The patient has been discharged from the hospital. The patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event is procedure and patient condition. The causal relationship with this product is not zero, but it is considered to be rare. The primary cause is considered to be that the patient was a small female dialysis patient with fragile blood vessels and that three sheaths were inserted from the groin for this patient, which may have had a significant physical impact.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the patient experienced vessel dissection that required multiple angiograms. The patient developed a thrombus. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A device history review was performed for the finished device 60000458 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure and patient condition. The instruction for use (IFU) contains the following warnings and precautions: follow the manufacturer¿s recommended instructions for use for any device used with the carto vizigo¿ 8.5f bi-directional guiding sheath. Careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. Each physician must apply the information in these instructions according to professional medical training and experience when using the device for transseptal access. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).